Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not functional. The cause for the failure that the response button covers were missing and the internal components were physically damaged. The root cause of the missing covers and damaged components was physical abuse. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were not activating the monitor.